Event description:
It was reported that the patient presented for an implant procedure. During the procedure, while fixating the atrial leadless pacemaker low pacing impedance and unexpected device movement was noted. Both, the device and delivery catheter were then retrieved. After retrieval, a pericardial effusion was noted and pericardiocentesis was performed to drain it. The procedure was abandoned, and the patient condition was stable post-procedure.

Manufacturer narrative:
Reported event of low impedance and positioning failure were not confirmed. Visual inspection of the device found no anomaly on outer and inner helix, helix lengths were within specification. Further analysis performed found no anomalies contributing to reported event of impedance problem. Longevity assessment was performed, and device was in the normal range of operation with appropriate remaining longevity. A device history record (DHR) review was performed, and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities.